Event description:
Reporter alleged the customer obtained discrepant back to back blood glucose results of 537 mg/dl, 405 mg/dl and 189 mg/dl when all tests were performed within 10 minutes on the aviva system. Reporter stated he took his normal 50 units of 70/30 humulin, 1000 mg of glucophage, and 5 mg of glipizide after obtaining the results. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.